Event description:
Medtronic received information that two days after the implant of this transcatheter bioprosthetic heart valve, the patient exhibited a sinus pause and was implanted with a permanent pacemaker. The patient had a medical history of atrial fibrillation. It also was reported that the patient exhibited facial palsy following device implant; magnetic resonance imaging indicated an occipital lobe stroke, that may have been related to implant of this device, had occurred. The patient was treated with medication. No subsequent adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
Atrial fibrillation is generally a result of known potential adverse effects, such as conduction disturbances or hypertension, or an effect of certain medications or other pre-existing patient conditions. It is a potential procedural complication associated with any cardiac or thoracic procedure, open or catheter-based, and can often be treated with medication. In this case it was resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the percutaneous aortic valve. A variety of factors can influence the onset of stroke, and a conclusive cause could not be determined from the limited information available. It is a known potential adverse effect, and was treated with medication with no further adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.